Event description:
Pt had (r) modified radical mastectomy in '83. Had bilateral breast prosthesis implants 8/2/88. Pt experienced gross deformity, pain, connective tissue complaints and arthritis. Pt returned to surgery for explantation of bilateral breast implants. Multiple biopsies, bilateral capsulorrhaphy and placement bilaterally of saline textured implants. The removed implants found to be ruptured posteriorly and tore probably the entire length w/the internal valve mechanism being freely visible in the wound.